Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of pre-syncope. A chest x-ray revealed the right atrial (ra) lead dislodged which resulted in high and unstable thresholds and intermittent capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.